Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08755 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink on the event date of (B)(6) 2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of (B)(6) 2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 148000 (14.8 u) and dailytotalofbolusinsulindelivered = 315750 (31.575 u) which is equal to the dailytotalofallinsulindelivered = 463750 (46.375 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week from the event date of 15-jan-2026, these pump error(s)/alarm(s) were noted: sensorexpiredalert (794) was found on: 01/14/2026 22:46:00.000. Lostsensor1alert (780) was found on: 01/10/2026 14:15:00.000, 01/10/2026 14:25:00.000, 01/14/2026 20:17:00.000. Lostsensor2alert (781) was found on: 01/10/2026 14:42:00.000. Sgcalibrationerror (776) was found on: 01/11/2026 17:16:52.000. Sensorerroralert (801) was found on: 01/10/2026 15:25:55.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sg calibration error, sensor error alert or unexpected sensor errors or anomalies were noted during testing. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.23 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment; however, a slightly dented retainer was noted during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for audio/vibrate anomaly/absence of alarm was not confirmed. Retainer ring damage (a slightly dented retainer) was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and pump not giving alarms. The customer reported blood glucose values of 30 mmol/l. The customer was treated with insulin pump and physical activity. The event involved product(s) mmt-1885. Troubleshooting was performed and its unsure that whether the customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.